Event description:
Patient reported being treated by physician for facial wasting. Patient felt that physician forced too much material into pt's cheeks, therefore patient was never satisfied with result. Patient indicated they were left with large uneven lumps. Over time, the lumps shrunk and became hard. Patient stated their other physicians say these lumps are now scar tissue. Event is being reported due to patient's assertion that scarring persists more than two years after date of treatment. Report has not been confirmed by a medical professional.